Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2015. It was reported that the representative was unable to replicate any issues and the navigation system functioned as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation systems and instrumentation. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spinal fusion, eight screws were placed intraspinal. All screws were then revised by the surgeon. It was reported that the patient moved in the procedure, resulting in the screws being placed inaccurately. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no allegation of deficiency with the use navigation equipment reported by either the site staff or representative during the reported event. On 19-dec-2017, medtronic received documentation that 19 months following the procedure, the patient passed away from causes not provided to medtronic. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation systems and instrumentation. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Device code updated. If information is provided in the future, a supplemental report will be issued.